Event description:
It was reported that during a transurethral needle ablation of the prostate procedure, the handle started "sticking". The case was completed using another handpiece. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance though a specific root cause was not determined. A high force was required to deploy the needles. There was needle block wear on the guide rails inside the handpiece and needle block shavings were present around the scope tube and front stop. The washer was loose on the back side of the sheath block and the sheaths had scrape marks from scraping against the needle guide tubes. There was no fluid evidence inside the plastic handle. There was evidence of adhesive inside the urethral tube. Results: needle block.